Manufacturer narrative:
The MFR did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
This case was reopened on may 10, 2016 to enter additional information which had been received on may 01, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 l.

Event description:
It was reported that a surgery was performed with the ankle fix compression/distraction device 0-15 mm without any complication. The complainant noticed after the surgery that all screws of the compression device of that instrument had come loose. Additionally, it was reported that the second locking screw of the movable carriage in the middle was missing. Assumptions were reported that this event occurred during the cleaning process.

Manufacturer narrative:
Additional information was received on september 28, 2017. The product was returned for investigation and the investigation results are available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event description patient underwent revision due to pain and pseudo tumor. Review of received data - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprosthesis" devices analysis visual examination following components have been returned for investigation: durom cup and ldh head and head adapter and kinectiv modular neck all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows little bone on growth on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Some grey discoloration is visible on stem taper. Conclusion no further investigation required as this issue is known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Sales of the durom acetabular component were voluntarily and temporarily suspended in the u.s. Until implementation of the corrective action in 2008 (update of surgical technique brochure and instructions for use, and a new u.s. Surgeon training program). After implementation of the corrective action, sales were resumed to those surgeons who completed the mandatory u.s. Surgeon training program. Due to low sales, zimmer (B)(4) stopped selling the durom acetabular component in the u.s. At the end of 2010. A CAPA effectiveness check was completed in october 2010 confirming that the corrective action resulted in a decrease in total complaints. Since november 2009, robust post market surveillance activities have been implemented such as literature reviews, review of relevant registries, and review and monitoring of complaint and adverse incident histories. Since end of 2010 durom acetabular component is not sold anymore, thus the trend analysis of the complaints has been ceased as it is already covered in post market surveillance review. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was revised on unknown date.